Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.50 x 12 mm non-compliant balloon. A 2.75 x 48 synergy stent was deployed. A proximal stent edge dissection was observed. The dissection was covered with a 2.75 x 12 mm synergy stent. The procedure was completed and the patient was stable post-procedure. The patient was admitted to the hospital, but fully recovered.